Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir ring was broken, the rubber ring was loose and the o button was cracked. Nothing is returning. The customer's blood sugar is 176 mg/dl.

Manufacturer narrative:
We were unable to perform the displacement test and occlusion test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, cracked keypad overlay at select button, scratched case, minor scratches on display window, fading serial number label and keypad overlay texture damage.